Manufacturer narrative:
The associated complaint device was returned and evaluated. Per complaint, during application of a unilateral external fixator to the wrist, the very distal tip of the jet-x graduated drill ¿broke off in patient¿s bone¿. It was communicated that the surgeon felt an attempt at retrieval would cause more harm, therefore, the approximate 3-4mm of the drill bit tip remained either in the distal radius or the 2nd metatarsal im canal. No imaging or other clinically relevant supporting documentation was provided for inclusion in this medical investigation, therefore, it remains unknown the exact location or if micro-motion may occur. It was reported that the procedure was completed with a backup generic drill. A visual inspection of the returned jet-x 2.0mm graduated drill confirms the stated failure. From the analysis conducted during this investigation, it was concluded that the drill fractured by ductile overload. An overload fracture can occur if the mechanical loads applied to the drill exceed the strength of the material. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the available information, the patient impact cannot be determined. No further medical assessment can be rendered at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that device broke off in patient¿s bone during surgery. Approximately a 3-4mm piece of the drill bit tip was left in the patient¿s bone.